Event description:
A carer was raising a resident in a sling from a chair using the hoist. Having started the lifting manoeuver by pressing the up button, the hoist started to lower by itself. The hanger bar lowered down coming into contact with the resident's legs. The resident sustained sore legs and was not examined by a doctor. Ref MFR number: 9611530-2013-00062.